Event description:
An optician reports a female patient was diagnosed by her ophthalmologist with bacterial keratitis and subsequent corneal ulcer. The patient wears silicone hydrogel contact lenses 7 days at a time which are removed for disinfection only once per week. Lenses are replaced monthly. No corneal scraping or culture was performed. The patient was treated with trafloxal (ofloxacin) tid and an unspecified corticosteroid. The ulceration resolved with treatment and no change to the patient's vision was observed. No further information is expected.

Manufacturer narrative:
The product has been disposed and will not be returned to the manufacturer. No lot was identified in the complaint report, therefore, no investigation can be performed. This report mailed in to FDA on 12/20/2007.